Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis was unable to confirm the customer comment that it could not interrogate certain models of implantable heart devices. Analysis did find that the system fan was intermittently noisy. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not interrogate one model of implanted devices. The radio frequency programmer head was changed out but the situation did not resolve. It was recommended that the service diskette be run, but the programmer has been returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer would not interrogate one model of implanted devices. The radio frequency programmer head was changed out but the situation did not resolve. It was recommended that the service diskette be run, but the programmer has been returned for service. No patient complications have been reported as a result of this event.